Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified intravenous set had a small leak from the chemotherapy tubing. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the affected product is ¿clearlink system non-dehp solution set with duo-vent spike¿, previously submitted as ¿unspecified intravenous set¿. B5: additional information was received stating that it was not clear where the leak came from. The registered nurse noticed a leak in the chemotherapy bag when going to administer the medication to the patient. The issue was identified before patient connection. No one was in contact with the leaked solution. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.